Event description:
It was reported the device was in the sealed package, unopened, and failed twice for no telemetry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned for loss of telemetry and function due to battery depletion while still in the shipping container. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. No save to disk data could be retrieved from the device and no other data was provided. The result of analysis is inconclusive.

Manufacturer narrative:
Product event summary: additional analysis was conducted on the device. No anomalies were observed. The device was found to be functional with nominal current drain when powered with an external supply. No electrical failures were noted. No anomalies along the perimeter of the stacked chip scale package were observed during optical inspection after removing all the surrounding components.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analysis of 35j battery from returned device has concluded. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the li along the edges and in the turns, as seen in this battery.